Manufacturer narrative:
Investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided information indicates device alignment was a contributing factor, in addition, the reported patient high activity level in combination with the length of time the devices were implanted are possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address poly wear and malalignment of tibia. Doi:1995.